Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her daughter's blood glucose reached 406 mg/dl and 421 mg/dl less than 24 hours after the pod was activated. Upon removal she noticed the cannula was bent to the side. There was a knot and a bruise noted at the insertion site.